Event description:
The subsidiary service engineer (sst) reported that during routine testing of the device at the service ctr, there was a roller pump display error. This issue was found on a demo unit that the subsidiary was repairing. There was no patient involvement.

Manufacturer narrative:
The subsidiary site will be replacing the printed circuit board assembly (pcba) graphics driver pump display. This complaint is related to MDR:#1828100-2015-00167.